Manufacturer narrative:
Customer's complaint was not replicated in-house with retention devices. Retention devices were tested with 10 miu/ml and 100 miu/ml serum controls. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Product deficiency was not established. To date, 1 complaint has been reported against this lot, this issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg results on the consult diagnostics hcg combo cassette on one patient. A quantitative serum was performed more than 48 hours after the sample collection. This was reported as outside of the customer's quantitative specifications. The results was 159.5 miu/ml. Additionally, the pt reported that an unspecified home pregnancy test was positive. The control line was present and the external controls performed well. The pt's last menstrual period was (B)(6) 2013. Reportedly, the pt returned for testing a week later with a new sample and a different lot number tested positive at that time. There was no reported adverse pt sequela. There was no comparative testing or pt info provided.